Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed gas loss when the patient was transported from sapporo orthopedic cardiovascular hospital to sapporo kkr.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10,h11. Corrected fields: b5,d4(version or model#,catalog #,unique identifier (UDI) #), h6( health effect ¿ clinical code and impact codes). It was reported that the cardiosave intra-aortic balloon pump (iabp) safety disk leak . Getinge field service engineer (fse) consideration required for safety disk replacement a gas loss alarm sounded when the patient was transported from sapporo orthopedic cardiovascular hospital to sapporo kkr sapporo, but me decided that it could not be helped because the patient was being transported. When the transfer was over and I was about to perform a user inspection in the hospital, I was called because the safety disk was being considered for replacement. As a precaution, I took the machine home because it did not pass the pim leak test.a gas loss alarm occurred as a result of an in-house running. After replacing the safety disk, the pim leak test and running stopped the alarm. Safety disk leak, expired in 365 cycles april 2023, gas loss is during transportation of the patient, the patient was safely transported to kkr sapporo hospital and treatment is continuing. Cardiosave hybrid type b plug.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed gas loss. Then patient was safely transported from (B)(6) hospital to (B)(6).